Event description:
It was reported that bubbles were observed within the 425cc mentor memorygel breast implant being used for a breast reconstruction procedure. It was further reported that the procedure was completed using another device catalog number 3507300mc; serial number (B)(6). This report is being submitted due to reportable findings upon receipt of physical device on september 27, 2025.

Manufacturer narrative:
Device evaluation summary: mentor conducted a visual inspection, leak testing, and microscopic examination of the returned device. During visual analysis of the returned device no bubbles were observed. Leak testing was performed, in accordance with mentor's procedures. Findings revealed three tears (a, b and c) on the anterior view, measuring approximately all the tears less than 0.1 cm. In addition, no other areas of gel exposure were found. The air could be gotten inside and get out of gel through the tears. Microscopic examination was performed on the edges of the ruptures (a, b and c), and parallel striations were found in the whole area of all the tears. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: bubbles mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).